Manufacturer narrative:
A complete lead was returned in one piece. A stylet could not be fully inserted into the lead due to excessive blood found inside the inner coil. The cause of the reported event was isolated to excessive blood inside the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, while implanting the right ventricular (rv) lead the stylet became blocked. The stylet was flushed and attempted to be inserted into the lead. The stylet could not be placed correctly and the lead was not able to be successfully implanted. A new lead was implanted and the patient was in stable condition.